Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. The subject device was repaired onsite at local service center. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "image disappeared" occurred due to poor communication due to humidity at the contact point or by a defective endoscope. The event can be prevented by following the instructions for use which state:4.4 connection of an endoscope. "Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source connecting section of the endoscope was humid. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.